Manufacturer narrative:
The patient was not adversely affected by the event. Only the elisa results were reported.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
Date of event was (B)(6) 2014. The result from the roche analyzer was 0.065 coi.

Event description:
The customer alleged they received a questionable (B)(6) result for one patient on their e411 analyzer. The patient's sample result was (B)(6) on the e411 analyzer. The sample was repeated in triplicate on an elisa system and the results were (B)(6). Information on whether the (B)(6) result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The specific date of this event was requested but not provided. The (B)(6) reagent lot number was 178195 and the expiration date was 12/30/2014. The field service representative visited the site.

Manufacturer narrative:
The investigation was able to reproduce the customer's results of (B)(6) by the roche method and (B)(6) by the ortho save elisa method. Testing with the innolia (B)(6) score yielded clear (B)(6) results. The sample was determined to be a (B)(6).